Event description:
Femoral component, j&j depuy sigma posterior stabilized cemented femoral right 4n inserted with trial poly component. After cementing when poly was removed the formal component came out as well. The cement that was used did not hold. Depuy sales rep in or. Another femoral component was used without incident. No patient harm.nothing unusual noted during the care or about the patient that would have contributed to the problem. Same zimmer palacos cement used to cement the 2nd femoral component in.